Event description:
Blood glucose results of "156 mg/dl with the lifescan meter and "128 mg/dl" on a laboratory device, performed within 1o minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The pt had been cleaning the meter according to the owner's booklet. The meter failed twice using the check strips. Customer care agent (cca) sent the pt a replacement meter.